Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for mpa bone screw, 3.5 x 16mm was conducted identifying that lot number ro01262 was released in a single batch on june 25, 2014 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a photo investigation was completed: the device was not returned. A photo-investigation was performed on the provided image. The image depicted a cervical spine x-ray, with the left, most inferior screw broken in the threaded shaft. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint was confirmed during investigation. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed. A root cause could not be determined with the information received; however, it is possible the device was subjected to abnormal loading post-operatively. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient is stable now.

Manufacturer narrative:
Date of event: event occurred on an unknown date in 2017. Additional product codes: mni and kwp. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the patient underwent an unknown procedure in 2016. In 2017 the patient reported feeling pain. The summit screw was reportedly broken. The patient has not undergone a revision procedure at this point. Concomitant device reported: rods (part unknown, lot unknown, quantity unknown), set screws (part unknown, lot unknown, quantity unknown). This report is for a summit screw. This is report 1 of 1 for (B)(4).